Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue that device had a user programming error (hydromorphone).

Event description:
It was reported there was a programming error while infusing hydromorphone. Per report (and based on the knowledge portal reports) : "while infusing hydromorphone continuous infusion (50/60 syringe selection), it appears the clinician made an input error in manually programming a bolus dose. There was patient involvement but no harm. Although requested no additional information was be provided by the customer, no devices will be returned.